Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. During inspection it was found the batteries were depleted and the battery pins worn. The batteries and battery pins were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was determined to be a depleted battery and worn battery pins.

Event description:
The customer contacted stryker to report that their device would not stay on. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.